Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd y' extension set experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: extension set used with our pca pumps was connected to a patient and it was noted to be leaking immediately. On review, the luer turning connection to the extension element that is connected to IV fluids was cracked.

Manufacturer narrative:
H6: investigation: a 30852 product was not available for investigation; and details of the lot number were not provided. Feedback provided by the customer indicates that the leakage occurred at the luer component, however further details relating to the exact component affected were not provided to assist the investigation. Further information provided by the customer indicated that the leakage occurred approximately 30 to 60 seconds into infusion. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation.

Event description:
It was reported that the bd y' extension set experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: extension set used with our pca pumps was connected to a patient and it was noted to be leaking immediately. On review, the luer turning connection to the extension element that is connected to IV fluids was cracked.